Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 5.251 mg/day) and bupivacaine (5 mg/ml at 2.6256 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed that there were no emi/magnetic sources present. The pump status and/or event logs showedmultiple motor stalls and recoveries and motor stall occurred. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.